Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller was reporting about impedances of >40k ohms on c-9. Hcp was to discuss MRI and open circuits. Impedance issue was listed on report from (B)(6) 2016 and not an any earlier reports. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was noted the cause of the high impedances was undetermined. No actions were taken. The issue remained unresolved, medtronic was contacted and was informed the patient was ineligible for a brain MRI due to an open circuit. Patient weight was updated.